Event description:
It was reported that the patient underwent a surgical procedure to revise the pump of this inflatable penile prosthesis because the device was not working properly. No additional information was provided.